Event description:
Related manufacturer reference number: 2017865-2022-04320, related manufacturer reference number: 2017865-2022-04319, related manufacturer reference number: 2017865-2022-04318. It was reported that the patient presented in clinic with infection and pocket erosion. The right atrial (ra), right ventricular (rv), left ventricular (lv), and pacemaker were explanted. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found, a header bonding anomaly in the attachment area, though there were no signs of a hermeticity breach. The hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.